Event description:
It was reported that the inner aseptic packaging was found opened on the corner. The issue was found during surgery and no delay was reported. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, e1, e2, e3, g3, g4, h2, h6, h7, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The received pictures were analysis but we can see if the cement inner pouch was opened. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a749dc0513 were manufactured on 17 may 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 3 complaints (include the current complaint) have been recorded on this issue for refobacin bone cement r 1x40 g, reference 3003940001, lot number a749dc0513 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that 3231 products refobacin bone cement r 1x40g, reference 3003940001, lot number a749dc0513 were manufactured on 17 may 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that the inner aseptic packaging was found opened on the corner. The issue was found during surgery and no delay was reported.